Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage whereby the proximal stent struts were bunched up distally. These damaged struts were just distal to the stent protector that had been retracted proximally over the stent. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it indicating that the stent was crimped per process in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked. A visual and tactile examination found no issues with the shaft polymer extrusion profile. During analysis it was not possible to move the stent protector distally over the stent due to the stent damage. When the stent protector was forced over the stent, it damaged the stent further. The maximum crimped stent profile and the ID of the returned stent protector were measured and were within specification. It can be therefore concluded that the stent protector was not too tight on the crimped stent and the damage most likely occurred during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% restenosed 3.5x12 mm, eccentric target lesion contained a lesion bend of <=45 degrees and was located in a non tortuous and mildly calcified mid right coronary artery (rca). After introduction of a non-bsc guide catheter and a pt2 guidewire, predilation was performed with a 3.5/5 unspecified catheter balloon. A 3.50x12mm promus element ¿ drug eluting stent was selected for use to treat the lesion. During preparation, it was noticed that the stent was kinked. The procedure was completed a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% restenosed 3.5x12 mm, eccentric target lesion contained a lesion bend of <=45 degrees and was located in a non tortuous and mildly calcified mid right coronary artery (rca). After introduction of a non-bsc guide catheter and a pt2 guidewire, predilation was performed with a 3.5/5 unspecified catheter balloon. A 3.50x12mm promus element drug eluting stent was selected for use to treat the lesion. During preparation, it was noticed that the stent was kinked. The procedure was completed a different device. No patient complications were reported and the patient's status is stable.